Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the stapler partially stapled. The doctor had to hand sew to complete the procedure. There were no adverse consequences for the patient. One device was discarded.